Manufacturer narrative:
The customer¿s report of the primary and secondary set infusing incorrectly was confirmed. Visual inspection of the set noted the secondary sets male luer had a sharp luer tip. There were no other anomalies observed. Functional and pressure testing confirmed occlusion which lead to flow restriction by pinching the blue piston of the smartsite® and not allowing it to open. The customer¿s report was identified as due to the male luer had a sharp luer tip. The cause of the sharpness is unknown.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The report suggests that during a secondary infusion at a rate of 260ml/h the user noted that fluid was also being drawn from the primary bag. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.